Event description:
The customer tested his blood glucose using his 2 breeze2 meters and received readings of 240 and 120 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer did not have any test strips left, so no product will be returned.